Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver the appropriate defibrillation energy when providing therapy and took longer than usual to charge (45 seconds). In addition, the device battery was suspected to be depleting prematurely as the estimated longevity remaining decreased over the course of four months. Subsequently, the ICD was planned to be scheduled for replacement and the patient admitted to the hospital in the meantime. The device was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error had been recorded. Memory also showed that after charge time out and failing longevity, the device battery status moved to end of life (eol). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver the appropriate defibrillation energy when providing therapy and took longer than usual to charge (45 seconds). In addition, the device battery was suspected to be depleting prematurely as the estimated longevity remaining decreased over the course of four months. Subsequently, the ICD was planned to be scheduled for replacement and the patient admitted to the hospital in the meantime. The device was then explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) did not deliver the appropriate defibrillation energy when providing therapy and took longer than usual to charge (45 seconds). In addition, the device battery was suspected to be depleting prematurely as the estimated longevity remaining decreased over the course of four months. Subsequently, the ICD was planned to be scheduled for replacement and the patient admitted to the hospital in the meantime. The device remains in service at this time. No additional adverse patient effects were reported.